Event description:
Could not deflate balloon on catheter. Needed to do cysto, pop ballooon with a wire through the scope. Product has been returned to company; salesperson says product has been taken off the market.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded, device recalled by manufacturer/distributor. Invalid data - on device destroyed/disposed of status.